Manufacturer narrative:
Concomitant products: w3dr01 ipg implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that the right atrial (ra) lead exhibited oversensing, undersensing and far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited a warning for low impedance. Both leads remain in use. No further patient complications have been reported as a result of this event.